Manufacturer narrative:
Correction: g3 section was updated to 17 june 2025.

Manufacturer narrative:
Correction: g2 section: health professional and user facility should not have been checked for g2.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker and right atrial (ra) lead exhibited failure to capture. No intervention was performed. The patient status was unknown.